Event description:
Reporter reports back to back testing on 3 inform professional meters while using the inform system #2 with hypothetical results of: 450 mg/dl on inform meter #1; 325 mg/dl on inform meter #2; 280 mg/dl on inform meter #3. Quality controls were run on all 3 meters and in range. Reporter states that on occasion the patient may be treated with too much insulin and cause the patient to have symptoms that would range from sweating to being unresponsive. Reporter states patients would be treated with orange juice or if they were very low, would be given d50. No specific information concerning symptoms and treatment were provided. Strips are no longer available; a replacement was sent.